Event description:
The customer reported that there was an intermittent communication failure error message. The system functionality was recovered following a reboot. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos (real time operating system) and ups (uninterrupted power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.